Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia after changing supplies and later discovered the infusion tubing had come unscrewed from the connector; they reconnected it and observed insulin drops through the tubing, with subsequent blood glucose readings trending down, and they used a soft cannula infusion set with 23-inch tubing. Symptoms included hyperglycemia with a fingerstick of 436 mg/dl. Outcomes included no hospitalization, no alerts or alarms, and no additional clinical intervention beyond troubleshooting and education. Investigation included functional testing of the tubing by the user, which showed immediate drops, and a review of glucose trends. Investigation of this case revealed a probable delivery interruption due to a loose tubing-to-connector interface, followed by restoration of flow after reconnection, consistent with user-reported handling and absence of device alarm. It was concluded, based on previously established findings for similar reports, that user handling and a temporarily unsecured connection were the most likely causes.